Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and there was apparent explant damage.

Event description:
It was reported that the patient's left ventricular lead was repositioned due to phrenic nerve pacing. The lead remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the patient's left ventricular lead was repositioned due to phrenic nerve pacing. The lead remained in use. Further information revealed that the lead showed no capture and became dislodged. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.